Event description:
A customer reported that the infusion pressure shut off during a procedure. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The root cause is unknown. (B)(4).